Manufacturer narrative:
Product evaluation: the lens was returned outside the fully assembled lens case loose in the lens carton. Solution is dried on the lens. The optic had light scratches on the anterior and posterior sides of the lens. The optic had a deep scrape mark on the anterior side of the optic. The qualified associated cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge with an unspecified handpiece. The viscoelastic was not provided. It is unknown if a qualified product was used. The reported complaint of ¿wouldn't deploy correctly from cartridge¿ could not be confirmed. The lens was not returned in the condition described. The qualified associated cartridge was not returned for evaluation. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol would not deploy correctly from the cartridge. The procedure was completed that day. Additional information was requested.